Event description:
The patient arrived to receive a routine biliary tube change. Under fluoroscopy, it was noted the catheter appeared to be fractured. The physician was able to retrieve the entire catheter, although the tip was very close to being completely separate from the catheter body.